Event description:
On (B)(6) 2011, patient reported the down button on the infusion device was not responding to press. This issue began on (B)(6) 2011, and the down button still responded if it was pressed hard. Infusion device was not dropped or exposed to water. The down button pops up after it is pressed. Patient boluses 7-8 times per day and has used this infusion device for 2-3 years. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.